Manufacturer narrative:
One delivery catheter was returned with some gauze. No snare was returned. The catheter exhibited several kinks and the radiopaque band was not found. Based on the returned product, the complaint was related to the delivery catheter and not the snare. It is unknown how the band became detached from the catheter tubing. The receiver for the delivery catheter lot was reviewed, and no similar concerns were noted. However, it was noted that there is a swaged band adherence to tubing shear force requirement on the drawing that could be inspected and tested for going forward. The incoming inspections will be updated to include inspection of a sample size of the snare delivery catheter devices to ensure that the band adherence meets specifications.

Event description:
Radiopaque tip became separated during the procedure and almost fell off in patient.